Event description:
The customer reported an overinfusion caused by misprogramming during patient infusion. The pump was reportedly programmed to run adevent at 4ml/hour. Approximately an hour later, it was reported that the pump was running at 44ml/hour. The volume to be infused was not known and the total that had already been infused prior to the discovery was unk. The hospital representative did not have information regarding whether there have been any reports of any patient incident involving this pump since the last baxter service event.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, of if any additional details become available. This report represents all information known by the reporter at this time.